Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated the connections of the system with the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that one of the eyes on the surgeon side console (ssc) was going black. Tse viewed logs and noted error 45308 for the right eye and error 48200 for the personality module surgeon console (pmsc). The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient demographics were shared.

Event description:
Refer to h11 for follow-up information.